Event description:
On (B)(6) 2013, it was reported that after administering a bolus her skin was wet with insulin. The patient was not sure where the insulin leak was originating. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The complaint cannot be verified, the head set meets product specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.